Event description:
It was reported that during a thermal balloon ablation procedure, two catheters leaked, and a third catheter would not maintain negative pressure. A fourth device was used to complete the procedure with no adverse patient consequences. The procedure was extended one and a half hours. The patient was under general anesthesia.